Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap total gastrectomy, the blade was broken off at the beginning of operation. The broken blade was removed from the patient. Another device was used to complete the case. There was no adverse consequences to the patient. No device will be returning.